Event description:
Physio-control evaluated the device and found a pin broken off inside the device therapy connector. Hence, the device would not recognize the therapy cable connection to provide defibrillation therapy. There was no report of pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and verified that a pin was stuck in the connector.